Manufacturer narrative:
Further information was requested, but not received

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's right ventricular (rv) lead was found to have over-sensing of noise, causing high ventricular rate episodes. An in-clinic check was discussed to resolve the event. No patient consequences were reported.